Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Business unit: depuy synthes hip and knee date j&j became aware: (B)(6) date of event: (B)(6) name of reporter: (B)(6) hospital: (B)(6) hospital product name: t handle product code: d200142000 lot/batch/exp: s02008448 was the product being used in a clinical trial? No did the event happen during a procedure? No were you in the procedure at the time of the event? No event outcome/how was it managed? N/a was there any consequence to the patient due to the event? No was the surgery prolonged due to the event? If yes, confirm how many minutes delay: no has the reporter facility indicated there may be legal action? No. Is the product available for return? No please give a detailed explanation of the event: t handle split while being decontaminated.

Manufacturer narrative:
The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.